Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is getting very limited benefit from his device. Imaging has been requested.

Manufacturer narrative:
Additional information: according to the information received from the field three channels have been disabled due to being extra-cochlear. Further one channel was deactivated due to non-auditory sensations. Reportedly, after fitting changes the recipient's hearing performance improved. The recipient will be monitored by the clinic. The device stays implanted and in use. This is a final report.

Event description:
The user is getting very limited benefit from his device. After fitting changes the recipient's hearing performance improved. Further fitting appointments will take place.